Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval and return to manufacture, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional point of contact: name: (B)(6). The getinge field service engineer (fse) that encountered the issue replaced drive manifold along with the front-end board. Rebooted unit successfully with no power up failure. Retested the drive manifold and unit successfully passed with no failures. Unit returned to customer for clinical use. Parts were received with a reported failure of a power up failure #2 and a failed drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual for 1 hour with no issues found. Fault not confirmed. "The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". Part is obsolete and not able to be tested by the supplier. Retaining the part in the failure analysis and testing. The fat installed in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual. Passed the all-manifold test. No fault confirmed. "The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". Retaining the part in the failure analysis and testing department.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date), h6 (investigation conclusions)

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has power up failure #2 and a drive manifold test failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.